Event description:
The micro sagittal saw was sent for service and it ran on its own without activation during performance testing conducted at the manufacturer site. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.